Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump switched between units of mcg/kg/min and mg/hr during an infusion of nicardipine (0.2mg/ml or 40mg/200ml). The event occurred between 9:20 and 22:00. Customer reviewed infusion detail report from ikp which indicated that the wrong units appear to have been selected during manual programming. The ordered programming of nicardipine was 0.5mcg/kg/min as initial starting rate and titrated based on response to maintain a mean arterial pressure of between 55 and 75 mm hg. However, per preliminary investigation by customer the pump was programmed in the units of mg/hr. The hospital medication safety officer (pharmacist) indicated as a result, nicardipine and milrinone infusions had to be titrated during this time as interventions for the patient. The pharmacist indicated "no specific negative outcomes noted during this time period."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the pump switched between units of mcg/kg/min and mg/hr during an infusion of nicardipine (0.2mg/ml or 40mg/200ml). The event occurred between 9:20 and 22:00. Customer reviewed infusion detail report from ikp which indicated that the wrong units appear to have been selected during manual programming. The ordered programming of nicardipine was 0.5mcg/kg/min as initial starting rate and titrated based on response to maintain a mean arterial pressure of between 55 and 75 mm hg. However, per preliminary investigation by customer the pump was programmed in the units of mg/hr. The hospital medication safety officer (pharmacist) indicated as a result, nicardipine and milrinone infusions had to be titrated during this time as interventions for the patient. The pharmacist indicated "no specific negative outcomes noted during this time period".